Manufacturer narrative:
This report is for an unknown guide wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a recon nail surgery on (B)(6) 2019, the cannulas of two (2) radiolucent recon aiming arm for expert lateral femoral nail (lfn) were a little bit loose inside. The four (4) guide wires missed the recon nail hole posterior and anterior by quite a bit and because of it surgeon was unable to proceed with the recon nail locking option. Even after locking the largest gold cannula into the radiolucent aiming arm, the surgeon and the sales rep felt as though there was some "wiggle" room or a little bit of toggle that could be the cause of the guidewires missing the nail's recon holes. A few millimeters of toggle could create a misplaced guide wire. There was a surgical delay of 5-8 minutes. The surgery was completed using the same aiming arms and the standard locking option for the patient. It was an impending fracture distally down the shaft of the femur, so nothing was compromised. The patient outcome is unknown. Concomitant devices reported: unknown recon nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown guide wire. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description (additional information). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description (additional information) it was reported that during a recon nail surgery on (B)(6) 2019, the cannulas of two (2) radiolucent recon aiming arm for expert lateral femoral nail (lfn) were a little bit loose inside. The guide wires four (4) was missing the recon nail hole posterior and anterior by quite a bit and was unable to proceed with the recon nail locking option because of it. Even after locking the largest gold cannula into the radiolucent aiming arm, the surgeon and the sales rep felt as though there was some "wiggle" room or a little bit of toggle that could be the cause of the guidewires missing the nail's recon holes. A few millimeters of toggle could create a misplaced guide wire the sales rep commented that the instruments have gotten loose over the years as they have been used. There was a surgical delay of 5-8 minutes. The surgery was completed using the same aiming arms and the standard locking option for the patient. It was an impending fracture distally down the shaft of the femur, so nothing was compromised. The patient outcome is unknown. Concomitant devices reported: unknown recon nail (part# unknown, lot# unknown, quantity# 1). This complaint involves six (6) devices.